Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test. No insulin delivery anomaly noted during testing. Device functioning properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by a nurse that the customer got hospitalized due to high blood glucose on (B)(6) 2019 with unknown blood glucose levels at the time of the incident. The customer used an insulin pen to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer stated the pump was under delivering. Troubleshooting was not completed but the pump passed a self test. The insulin pump will be returned for analysis.